Event description:
Saline flush syringe, intact in plastic wrap, found to have a brown "growth" on the syringe cap. Description of event: rn on night shift went into par room for saline flush syringes. When she pulled the syringe out of the bin, it had a brown substance on the cap and top of the syringe. The nurse went through the bin and found two syringes with the substance on the cap. One was sent to materials management to send back to the manufacturer and the other was sent to infection control.